Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that no x-ray or fluoroscopy from the wired footswitch. Upon troubleshooting, fse found that a broken pin inside the connector on the table was likely preventing a full connection of the footswitch cable. To resolve the issue, fse replaced the d-sub pins and the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure was found to be paint damage and missing anti-slip rings. Additionally, the footswitch failed the functional test, as rotating the foot pedal cable caused the foot pedal to fail to extend, indicating a defect in the cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.